Manufacturer narrative:
The medical center in japan did not return for analysis the impella pump product. As such, the root cause could not be determined. The access site bleeding failure mode will be monitored and trended.

Event description:
It was additionally reported that the patient experienced hemolysis during impella 2.5 support. The p level was decreased, which improved the hemolysis, however the hemolysis was present until the device was explanted.

Manufacturer narrative:
Additional information was added for reported hemolysis. The cause of the hemolysis was not determined as no product or data was returned for review. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported access site bleed with hematoma and blood transfusion in on-going at this time. Further clinical details have been requested. The impella pump product was discarded. When the investigation is completed, a final report will be submitted.

Event description:
In (B)(6) of 2021 an impella 2.5 was placed for hemodynamic support of a high risk coronary angioplasty patient in (B)(6). The 2.5 allowed for successful angioplasty. The pump remained on for continued support and was weaned and explanted after 3 days. Six months later the case was reviewed in the jpvad registry and an access site bleed with hematoma was reported. The bleed was treated by infusion of red blood cells.